Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and suture was used. During the procedure, an unusual breakage of the threads was noted. There were no patient consequences reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what about the exceptional breakage of the threads: (in packaging, during removal from packaging, during handling or during use on the patient)? Patient use problem has been reported to occur on 2-3 wires per box. Please indicate how many jv1209 have been broken? And how many jv481 have been broken? Honestly, I don't know anymore did the event occur during one or more procedures on the patient? Several interventions on different patients can you specify the number of procedures? I would say 5 to 10 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name and date please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail how was procedure successfully completed? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via 2210968-2022-00728.